Manufacturer narrative:
The biomedical engineer (bme) reported that he had just received the central nurse's station (cns) from an obf exchange on a previous ticket (B)(4) and the alarm sounds were very dim and faint. They will be provided with another exchange to resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that he had just received the central nurse's station (cns) from an obf exchange on a previous ticket (B)(4) and the alarm sounds were very dim and faint. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that he had just received the central nurse's station (cns) from an obf exchange on a previous ticket (B)(4) and the alarm sounds were very dim and faint. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that he had just received the central nurse's station (cns) from an obf exchange on previous ticket (248215), and the alarm sounds were very dim and faint. They will be provided with another exchange to resolve the issue. No patient harm was reported. Investigation summary: nk tech support verified that all alarm volume settings in both the cns application and windows were maximized and that the alarm settings were configured correctly, but the issue persisted through an alarm sound check. An out-of-box failure exchange was initiated, and a replacement device was shipped to the customer. The returned device was evaluated at the nk repair center, where the issue was successfully reproduced and attributed to a malfunction in the speakers or audio hardware circuitry. The root cause was determined to be component failure due to a software issue. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 02/23/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 03/02/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 03/12/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received.